Event description:
It was found during device evaluation that the subject device experienced foreign matter present inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned. Based on the results of the investigation, olympus found foreign material that came out of the device, but the type of the material or root cause cannot be identified. Olympus will continue to monitor field performance for this device.